Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m2300625 the staplers were visually inspected, and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "staple jamming and no patient harm".